Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer that after 15 minutes, the infusion beeped completed and the 250 normal saline primary IV bag was noted to be fuller, and the drip chamber was full of fluid. The entire 250ml normal saline bag was administered to the patient to ensure that they received all their medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.